Manufacturer narrative:
The product was not returned but photos were sent confirming the tip fracture. The device history record (DHR) was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tip of the driver fractured. The tip was not able to be retrieved and was retained by the patient. The complaint is confirmed for the failure of driver tip breakage. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause of the tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis.

Event description:
It was reported that during the procedure the tip of the driver fractured. The tip was not able to be retrieved and was retained by the patient. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured. The tip was not able to be retrieved and was retained by the patient. There were no additional patient impacts reported.